Manufacturer narrative:
Correction to the previous report: the device was evaluated so the "complete" section has been corrected/updated. Additionally, mandatory sections and code grid sections has been updated/ corrected.

Event description:
The device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The device was scrapped.